Manufacturer narrative:
The insulin pump alarmed motor error alarm noted during rewind due to corroded motor home switch. The insulin pump was unable to perform displacement test, rewind, basic occlusion test, prime test, excessive no delivery test and occlusion test due to motor error alarm. No moisture damage or corrosion was found on the electronic assembly. The insulin pump had a cracked reservoir tube lip and minor scratches on lcd window.

Event description:
The customer reported via phone call that they received a no delivery alarm from an empty reservoir. Customer reported a motor error alarm occurred when they attempted to rewind the insulin pump after the no delivery alarm occurred. Customer's blood glucose was 135 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were unable to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.